Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact event date was not reported but was reported to have occurred in (B)(6) 2017. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for sclerotherapy with bleeding at the sphincterotomy site performed in (B)(6) 2017. According to the complainant, the needle for epinephrine injection did not come out on the first or second try. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.